Manufacturer narrative:
Tandem¿s t:flex user guide states ¿use of cartridges not manufactured by tandem diabetes care, inc. Or reuse of cartridges may result in over-infusion or under-infusion and may cause serious injury or death.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that after using a cartridge, the customer was able to take out 100 units. Reportedly, the customer was reusing cartridges. There was no impact to the customer's blood glucose level.